Manufacturer narrative:
Analysis of wr9230 ((B)(6)) recharger found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger was not connecting to the recharger app and they were getting the 'recharger not found' error message. For the last 5 days they noticed that the battery indicator on the wr was cycling up and down continuously. Yesterday, the caller said they tried to charge the patient's implanted neurostimulator, but they could not get it to charge because the wr was still unresponsive with the battery indicator lights cycling. Caller confirmed dock always stays plugged in (power indicator led was solid green on back of dock at time of call) and wr always gets docked after use. During the call, agent had the patient reset the wireless recharger on and off the dock, but the issue persisted. The issue was not resolved. A request was sent to the repair department to replace the wr.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.